Event description:
It was reported that the procedure was to treat a complex and calcified lesion located in a bifurcation in the left anterior descending artery. A kissing balloon technique was being performed. The 3.0x12 mm trek rx balloon was advanced and inflated for predilatation and then retracted from the patient. A systematic control test was performed outside the patient to check the balloon profile prior to readvancing the balloon in the patient; however, after inflation to 14 atmospheres it was observed that the balloon could not be deflated, even after the indeflator was disconnected. A new balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty deflating the balloon was not confirmed and likely due to a faulty connection. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.